Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure. Initial and final MDR (B)(4) - device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the child patient faced events on (B)(6) 2025 where infusion set fell off during use. The blood glucose level of the patient was above 500 mg/dl which was treated by correction bolus via pump. The issues occurred with four similar types of infusion sets used for one to two days. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2025-08218. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-08218), was submitted on 08-may-2025. However, based on the investigation done on 31-jan-2026. Now, this case has been determined to be non-reportable because was found that no allegation were there related to infusion set. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.